Event description:
Over the past 8 months or so, these pulse oximetry and vital sign monitors have been acting abnormally. These units have not been performing to expected standards. They have been auto-resetting themselves during operation as well as totally locking up. This has occurred during both battery and ac use. The units have also been giving "phantom" readings (readings given by the machine when a particular device was not being used). On a few instances, the pulse oximetry unit was being used on pts on ventilators, where the physician required the pt be on pulse oximetry during transport. During these transports, the unit failed, not giving oxygen saturation readings on the pt.